Manufacturer narrative:
Correction: this report was filed in error. The device was not explanted as previously reported.this report is filed january 20, 2016.

Event description:
Per the clinic, the device was explanted (date not reported) for unknown reasons.